Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a transient ischemic attack (tia). It was noted that the health care professional stated the tia was not device related. It was noted patient fully recovered the same day the tia occurred. Patient had had numbness and tingling.

Manufacturer narrative:
Product ID, 7482a66 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 7482a66 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension product ID, 37642 lot# serial# unknown, product type programmer, patient product ID, 3387s-40 lot# v411439, implanted: 2010 (B)(6), product type lead product ID, 3387s-40 lot# v407602, implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient received a loss of stimulation and then upon troubleshooting the device, received overstimulation. The patient's device was reported to be shut off upon initial call for assistance. When the manufacturing representative assisted the patient in turning on her device, "a few seconds later", the patient indicated she was having a stroke. An ambulance was called and the patient was transported to the emergency room. Twenty minutes later, the patient's husband called back and stated he "believes the surge of the device turning on, may have scared her into thinking she was having a stroke, but it is better to be safe and call an ambulance." There was no additional information provided. If additional information becomes available, a supplemental report will be filed.